Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation from the left ventricular lead. The left ventricular lead configuration was reprogrammed. The patient returned the next day with symptoms again and the lead was reprogrammed back to its initial setting. The lead remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical product: the lead 4798 is not approved in the u.s. And therefore should not have been reported. If information is provided in the future, a supplemental report will be issued.